Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white crystal foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope; operation manual prohibits using nothing other than sterile water as follows: 3.8 inspection of the endoscopic system: warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the light cover glasses were chipped and their adhesive was worn. The optical cover glass adhesive was worn and the insertion tube had delamination. The control body aspiration color ring was worn and the light guide tube had delamination. It was also noted that the angulation and air/water flow were out of spec. The device also failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had a blocked channel. The issue was found during maintenance. There were no reports harm associated with the event. Inspection and testing of the returned device found that there were white crystal contamination, believed to be a simethicone type material, within the auxiliary channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.